Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation. Although requested, patient demographics not provided.

Event description:
The customer reported they noted IV fluids dripping onto the floor directly below the pump while connected to a patient in the nicu. They changed the tubing then ten minutes later the pump alarmed for occlusion. The IV site flushed and was found to be clotted therefore a new piv was started. There was no patient harm.

Event description:
The customer reported they noted IV fluids dripping onto the floor directly below the pump while connected to a patient in the nicu. They changed the tubing then ten minutes later the pump alarmed for occlusion. The IV site flushed and was found to be clotted therefore a new piv was started. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a tubing leaking was confirmed. It was observed there was a tear measured at approximately 0.02 inches in length on the silicone segment component at the area below the upper fitment's retainer ring component. Further testing was attempted by loading the set into a lab pump module to be infused at a rate of 50ml for one hour. There was obvious leaking observed; however no occlusion alarm or any alarm occurred during the intended infusion. The leak was due to the tear on the silicone segment component. The root cause was not identified.